Manufacturer narrative:
Universal modular electric/battery single trigger handpiece will not be returned for complaint investigation. Several attempts were made to retrieve the product without success. Therefore, the device could not be visually inspected in an effort to confirm the defect. During the DHR review, no issue was detected that could explain the reported event. A follow-up medwatch will be submitted if the product is returned or if additional information are received.

Event description:
It was reported that universal modular electric/battery single trigger handpiece stopped during surgery. A delay in the surgery of one hour has been noticed. No additional adverse event was reported.

Manufacturer narrative:
Universal modular electric/battery single trigger handpiece will not be returned for complaint investigation. Several attempts were made to retrieve the product without success. Therefore, the device could not be visually inspected in an effort to confirm the defect. During the DHR review, no issue was detected that could explain the reported event. Additional information was received: a backup device was used to complete the surgery and the reason of the delay was the time needed to prepare it.